Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). Following pre-dilatation with a 2.50 semi-compliant balloon, a 2.75 x 24 mm synergy xd drug-eluting stent was advanced and deployed. However, after deployment, a distal edge dissection was observed. The patient experienced chest pain and discomfort due to the dissection. The dissection was covered with another stent and the procedure was completed. No further patient complications were reported and the patient fully recovered and was stable.